Event description:
It was reported the patient presented with a right ventricular (rv) lead that had exhibited increasing capture threshold and defibrillation impedance since 2022. During a surgery to replace the generator, it was observed the lead exhibited a loss of capture during cautery. Programming changes were performed to resolve the issues. There were no patient consequences.